Manufacturer narrative:
Section a4: weight unknown/not provided. Section a5: ethnicity unknown/not provided. Section a6: race unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between aug 5, 2025 and sep 3, 2025. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was explanted from the patient's left eye (os) due to an unknown reason. No further information was provided.